Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose for the past couple of months. He has had blood glucose readings in the 400 mg/dl and 500 mg/dl ranges. The customer has seen his health care professional in order to bring his blood glucose down. The customer has been treating via insulin pump bolus. Troubleshooting was desired but the customer did not have time. No products were returned or replaced.